Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted with traces of blood/body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of dislodgement could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, low sensing values were observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv, left ventricular (lv), and right atrial (ra) lead. The suspected cause of the dislodgement was due to twiddler's syndrome. The rv and ra lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2938836-2020-01672, 2017865-2020-03032.